Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was noted that the ok button was no longer "clicking" there is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, the keypad cover was not damaged but the ok button was not "clicking"but was responsive. The keypad cover was removed and the ok contact was damaged. The cartridge compartment was found to be cracked. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.